Manufacturer narrative:
The failure investigation has been completed and the alleged usb cable issue was verified. Based on the analysis, the alleged ac power charger issue could not be verified.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.